Event description:
New information revealed the capture anomaly was discovered when the asymptomatic patient presented in clinic prior to the procedure. The right ventricular lead was failing to capture. The patient was stable during and following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for a procedure on (B)(6) 2020 where the right ventricular lead was capped due to an unspecified capture anomaly. How the issue was discovered and patient symptoms were unknown. The patient condition before, during and following the procedure were unknown.